Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated in the report that, following intubation, the physician injected water into the cuff using a syringe; however, the cuff was found to be leaking. As a result, the physician removed the tube and replaced it with a new one.